Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that there were two consecutive issues with secondary tubing sets were free flowing was noted. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h10.

Event description:
It was reported that 2 unspecified bd secondary infusion sets experienced flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown customer would like to report a suspected back-check valve failure. Rn unclamped/pressed start the secondary tubing noted to be free flowing, immediately stopped. New secondary tubing got, new channel programmed, same thing happened again, 2 rns still at chair side. New primary tubing used, with new primary tubing, no free flowing issue noted. New pump and channel was switched out approx. 5 min after no free flowing issue noted. Did this event occur during patient use? Yes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 unspecified bd secondary infusion sets experienced flow issues. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Customer would like to report a suspected back-check valve failure. Rn unclamped/pressed start the secondary tubing noted to be free flowing, immediately stopped. New secondary tubing got, new channel programmed, same thing happened again, 2 rns still at chair side. New primary tubing used, with new primary tubing, no free flowing issue noted. New pump and channel was switched out approx. 5 min after no free flowing issue noted. Did this event occur during patient use? Yes.